Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen (unknown concentration and dose) via an implanted pump for intractable spasticity. It was reported that the patient was out of state and was having a pump problem. The hcp wanted to get in touch with the local company representative (rep) to find a hcp local to the patient to help them. It was reported that the patient was having skin irritation for a month and it seemed to be getting better. It was reported within the last couple of days the bottom rim of the pump was visible and now exposed. Additional information was received on 2024-04-09 from a company representative via a healthcare provider (hcp) regarding a patient receiving unknown intrathecal medication via an implantable pump for unknown indication for use. It was reported that the pump device eroded around (B)(6) 2023 and the pump was explanted. The issue resolved at the time of this report with patient's status being "alive-with injury". The patient's medical history and weight were asked but made unknown.